Event description:
It was reported that a pump lost programming. The pump was not in use when the event occurred. There was no lapse in infusion as the patient switched to a back up pump and was able to successfully continue therapy. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown; no further information was provided. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. Most probable cause is failure to keep fresh batteries in pump; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown.